Manufacturer narrative:
The rpt'd condition was confirmed however, the exact cause could not be reliably determined.

Event description:
During an unspecified procedure, the suture was not abosorbed properly.